Event description:
A patient reported experiencing inaccurate erratic results with a surestep enhanced meter. The patient's blood glucose results were 75 mg/dl, "200+" mg/dl (in the reported issue notes it was documented as "200+" and used 201 mg/dl). Tests were done within < 10 minutes with a difference of 81%. Patient did not experience any adverse events. No further information has been reported. Note - customer cleaning meter incorrectly. In the reported issue notes it was documented that, "the control solution result was within range, c143 (100-151)".